Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the removal tool cracked when the surgeon was taking off the head. The surgeon was able to successfully complete the case using the same instrument. No known impact or consequence to the patient.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Visual examination of the returned product identified there is a fracture to the bottom section of the device. There are indentations visible to the inner and outer radius of the fractured section of the device. There are also indentations to the a-frame. Device was submitted for further analysis. Analysis determined indications of river line artifacts suggesting a bending overload mode of failure. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. This complaint was confirmed based on the returned, fractured device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.